Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient had a pump, but that was taken out because she was in a nursing home. When she was there it was leaking and a nurse came by every day and checked it. It started leaking so patient stated she had to have it taken out. Patient did not know what medication was in the pump when all this started but said it was at least 2-3 years ago. Patient stated the healthcare provider never had a chance to put meds in because it started leaking.